Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse did replace the master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. During visual inspection, fa found the magnet on grip lever was not seated properly during. Functional testing on an surgeon side console fixture test platform (sftp) system resulted in failing lever magnet side on the gimbal. An applied behavior analysis (aba) swap was performed on lever magnet side and fa confirmed it as the probable root cause of the reported event. To rectify the unit failure, the lever magnet side will be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the second surgeon side console's (ssc) left-hand control was not releasing when they opened their hand. The user continued with the procedure case using the first ssc. The procedure was completed as planned with no reported injuries.